Event description:
It was reported that the subject programmer can intermittently fail to initialize the cpr3 programming head leaving the programmer unable to interrogate.

Event description:
It was reported that the subject programmer can intermittently fail to initialize the cpr3 programming head leaving the programmer unable to interrogate.

Manufacturer narrative:
Please refer to the attached investigation report.